Event description:
It was reported that the patient passed away on (B)(6) 2022 due to a recurrent gastrointestinal (gi) bleed. The patient was also on hospice care for severe right ventricular (rv) failure and frailty. No further information was provided. Additional information was received that the patient had right heart failure prior to implant. There were no device related issues that would have contributed to right heart failure and it was noted that the patient had a history of asthma and chronic obstructive pulmonary disease (copd). The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal (gi) bleeding and right heart failure, as well as the reported patient-related conditions, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.